Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "failed flow rate test high" was not reproduced. Evaluation sent the device for flow rate testing at rate of 40ml/hr, with a vtbi of 40 ml and delivered with error percentage of 10.66. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mech installed in the device has a serial number that does not match the serial number of the device. The mech requires replacement to address this issue and the force sensor and lower aux will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test high during testing in the biomed service department. There was no patient involvement. No additional information is available.